Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement the physician discovered 3 fragment pieces of the tunneling tool used in the original ipg implant inside the patient. The fragments where removed.